Manufacturer narrative:
A follow up was performed and the response received indicated that the power management (pm) board was replaced by the customer, and that the equipment returned to normal use. The device has been returned to service. The replaced part will not be returned for further investigation. No other information was provided.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a power failure and could not be used normally. The device was in clinical use when the issue occurred; the device was removed from service, and a different ventilator was used on the patient. There was no patient or user harm reported. It was reported that the socket fault was determined to not be the cause. The investigation is ongoing.